Manufacturer narrative:
Additional contact: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd extension set tubing was leaking. The patient was not affected and there were no changes in staff that could have caused the issue.